Event description:
It was reported that the customer was experiencing low blood glucose of 28 mg/dl, and the paramedics were called. It was stated that the customer was treated with insulin drip to bring his glucose level up. Troubleshooting was performed. The customer's recent glucose reading was 136 mg/dl, and he treated with food. Reviewed the programming and found that the customer has changed the basal rates recently. The reservoir was showing the same amount of insulin that the status screen shows. Advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.